Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked at the distal end. It was noted that there was no manipulation of the balloon catheter by staff. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28, balloon catheter with lot number 20145 was returned and analyzed. Visual inspection was performed, and a kink/twist was observed on the guide wire lumen. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed. The data indicated the catheter was never used, and no applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation the push button did not go back and was stuck in the front position. During inspection of the balloon shaft segment, a guide wire lumen kink/twist was observed 1 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, excessive glue on the hypotube and glue inside the bellow were observed. In conclusion, the balloon cathe ter failed the returned product inspection due to a guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.